Event description:
Account changed lot of test strips and are experiencing getting higher hemoglobin results compared to repeat results using a previous lot. The following examples were provided. Sample 1, in 2008, initial results gave 14.9, 17.1 and 16.1 g/dl; repeat results gave 12.5, 14.9 and 13.7 g/dl respectively. Additional data provided which occurred two days later: initial gave > 20 g/dl, repeat gave 17.1 g.dl. No documentation provided to determine if these results were obtained from a different pt sample. If additional info is received, appropriate notification will be provided.